Manufacturer narrative:
The pipeline flex pushwire and pipeline braid were returned with the microcatheter. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with slight fraying on both ends. Based on the analysis findings and the reported event details, the clinical observation could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline braid was observed to be fully open. However, is possible that the damaged braid and the patient anatomy (the bend) may have contributed to the reported issue. In addition, the damage on the braid could be due to the device being resheathed more than the recommended 2 times. Per our instructions for use the system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this report: 2029214-2017-00419 2029214-2017-00420.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right internal carotid artery (ica) two pipeline devices would not fully open distally. The first pipeline (ped-500-20) was attempted and it reported that several attempts were made to recapture and redeliver. More than 50 % of the device was deployed when it failed to open. The pipeline was resheathed more than two times and removed together with the microcatheter. A new pipeline (ped-500-18) was used and required balloon angioplasty in order to get the device to fully open at the distal end. As, the distal segment of the pipeline was positioned in a bend. The patient had moderate vessel tortuosity. No patient injury was reported. The aneurysm was saccular with a max diameter of 8 mm and the neck diameter was 5 mm. The distal landing zone was 3.8 mm and the proximal was 4.8 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.